Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/02/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date the patient was diagnosed with sepsis? What tissue layer was the vcp486 used on? What tissue layer was the vcp684 used on? What tissue layer was the x518h used on? How was each suture placed (interrupted or continuous)? Were cultures taken of the wound and what are the results? What date was the infection diagnosed by culture? What was the indication for the procedure on (B)(6)? What is the surgeon opinion of why he thinks each suture were related to the infection? What are the patient age, gender and weight? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an ankle procedure on (B)(6) 2017 and suture was used. The patient experienced ankle swelling around the sutures and had to visit the physician again after four weeks. Antibiotics were prescribed as the physician said the sutures were septic. It did not get better and the physician re-admitted the patient on (B)(6) 2017. The patient was taken to the operating room and was put on a drip. Additional information has been requested.